Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that the complaint was reported. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. The following information was requested, but unavailable: were the clips that were applied to the vessel twisted (or legs of clip crossed)? Or did the clips turn sideways in the jaws of the device, thus not allowing application of clips to vessel? Do you have additional lot number information as the lot number provided on the medwatch, pooo19p67, is an invalid lot number? A lot number would be formatted in a 6 letter/digit combination. Is the device available to send back for analysis? [(B)(4).pdf].